Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in catheter was not working well. This was discovered during use. The following information was provided by the initial reporter: material no: (B)(6). It was reported 24 gauge IV catheters not working well. Unable to obtain IV access on a new 34 week admit. Verbatim: 24 gauge IV catheters not working well. Unable to obtain IV access on a new 34 week admit. Attempted multiple times, including an attempt by nnp, before having to put a uvc in. Please review qrr report for qrr's entered for faulty IV catheters in nicu. The new angiocaths are not working well.

Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in catheter was not working well. This was discovered during use. The following information was provided by the initial reporter: material no: 381511 batch, no: unknown. It was reported 24 gauge IV catheters not working well. Unable to obtain IV access on a new 34 week admit. Verbatim: 24 gauge IV catheters not working well. Unable to obtain IV access on a new 34 week admit. Attempted multiple times, including an attempt by nnp, before having to put a uvc in. Please review qrr report for qrr's entered for faulty IV catheters in nicu. The new angiocaths are not working well.